Event description:
The facility's clinical engineer reported an infusion pump with an 810:04 failure code. The hosp was contacted by the baxter service facility and stated that they have no record of any pt incident involving the pump since the last baxter service event.